Event description:
(B)(6) clinical labs gave me two false positive covid test results while rocket testing, (B)(6) labs, and (B)(6) hospital all gave me negative results. (B)(6) clinical labs reported false positives while all antigen and pcr tests from other labs reported negative. FDA safety report ID# (B)(4).